Event description:
It was reported that, "during the surgery, the surgeon found the foreign material on the femur (a position of anterior cut surface) after bone cut by using the a/r femoral cutting guide #7. The surgeon removed the foreign material from the patient's body. The patient did not receive any health damage."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received, will be provided on a supplemental report.